Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site to determine the cause of the discordant depressed prothrombin time (pt) international normalized ratio (inr) results on the sysmex ca-1500 coagulation analyzer and found no issues. The cse performed a precision run and determined that the internal quality controls were recovering well. The cse could not reproduce the issue. The operator verified that the quality control system was working without any issue and no other patient results were impacted. The operator was using a patient sample tube that is not officially validated and not listed in the sysmex ca-1500 coagulation analyzer operator's manual. The tube fit and positioning on the instrument's sample rack may have contributed to the discordant results. The instrument and the reagents are working according to specifications. No further evaluation of this device or reagent is required.

Event description:
Discordant, falsely depressed prothrombin time (pt) international normalized ratio (inr) results were obtained for 2 patient samples on the sysmex ca-1500 coagulation analyzer using the dade innovin reagent. A discordant, falsely depressed pt inr result of 1.19 inr was obtained on a patient sample (sample (B)(6)) at 6:01 am. The patient was in the emergency room (ER) due to a head injury and the sample was obtained from venipuncture. This result was reported to the physician and the physician did not question the result. The patient was discharged from the hospital. When the patient's house nurse tested the patient for pt inr using an inr finger stick instrument later that day, the nurse obtained an error. The error indicated that the result was too high and patient was sent back to the ER. The patient blood was re-drawn via venipuncture and ran at 12:40 on the same sysmex ca-1500 coagulation analyzer. A pt inr result of >9 was obtained on the re-drawn patient sample ((B)(6)). The operator removed the original sample ((B)(6)) from the refrigerator, re-mixed the patient sample, checked for clots and re-ran the patient sample at 13:05 on the same sysmex ca-1500 coagulation analyzer. A pt inr result of >9 inr was obtained on the repeated run of initial sample. This corrected report was provided to the physician and the physician accepted >9 inr as the expected result. The operator states that the analyzer did not show any hardware errors on the error history. Another discordant pt inr result of 1.32 was obtained on another patient sample ((B)(6)) on the same sysmex ca-1500 coagulation analyzer at 5:13. This result was reported to the physician. The same patient sample was re-run on the same sysmex ca-1500 coagulation analyzer and a result of 2.77 inr was obtained at 14:03. The patient sample was not remixed nor re-spun prior to the repeated run of the patient sample. It is unknown whether the corrected pt inr result of 2.77 inr was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed pt inr results.